Event description:
As reported: "femur checkpoint passed, sawblade checkpoint passed. Made part of distal cut. Went back into distal cut a angle warning came up. Dr. Said it looks like he wasn¿t going over previous cut but making different cut. Went to recheck if everything was still good. Femur checkpoint passed but robot wouldn¿t pass, it was off by 5mm. Took apart saw and saw blade attachment, cleaned everything, made sure everything was tight, no drape caught between arm and mics. Tried to reregister arm, wouldn¿t pass registration because it was over 2mm.called mako clinical support. Ran arm status check, an angle discrepancy error came up. Too much time passed so we switched to manual. Nuked robot (hard shut down), rehomed arm, redid angle discrepancy test and passed, arm status check passed. Reregistered robot and it registered fine". A surgical delay of 16-30 minutes was reported. Case type: tka surgical delay: 30 minutes, as per the mps: patient was under anesthesia left side. Update as per closed duplicate (B)(4):case number: (B)(4), mps geoff clark reported angle inconsistent error during distal cut - surgeon has requested fse attention prior to next case. Case type: tka. Update: possible adverse consequences due to not knowing accuracy of cut and how much was resected. 30 minutes surgical delay. Case was not cancelled. Procedure was completed successfully. Procedure was completed with manual instrumentation.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: an event regarding a failing angular discrepancy check during knee procedure to a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 127found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding failing angle discrepancy check. There were no other similar reported events for the listed catalog number. -conclusion: per wo-01584625: "the j6 endcoder has some particles on it. Carefully cleaned j6 encoder. Reboot/home and run presurgery severy times. Verified j-me-last does not move going bump stop to bump stop.m-me-last has a 7 point difference bump stop to bump stop. The robot is ready for clinical use."

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
As reported: "femur checkpoint passed, sawblade checkpoint passed. Made part of distal cut. Went back into distal cut a angle warning came up. Dr. Said it looks like he wasn¿t going over previous cut but making different cut. Went to recheck if everything was still good. Femur checkpoint passed but robot wouldn¿t pass, it was off by 5mm. Took apart saw and saw blade attachment, cleaned everything, made sure everything was tight, no drape caught between arm and mics. Tried to reregister arm, wouldn¿t pass registration because it was over 2mm. Called mako clinical support. Ran arm status check, an angle discrepancy error came up. Too much time passed so we switched to manual. Nuked robot (hard shut down), rehomed arm, redid angle discrepancy test and passed, arm status check passed. Reregistered robot and it registered fine". A surgical delay of 16-30 minutes was reported. Case type: tka surgical delay: 30 minutes, as per the mps: patient was under anesthesia; left side. Update as per closed (B)(4), mps (B)(6) reported angle inconsistent error during distal cut - surgeon has requested fse attention prior to next case. Update: possible adverse consequences due to not knowing accuracy of cut and how much was resected. 30 minutes surgical delay. Case was not cancelled. Procedure was completed successfully. Procedure was completed with manual instrumentation.